Event description:
Surgeon was performing an ICD change out on a device dependent patient using a pulsar generator and plasmablade device. During the procedure the patient went into cardiac arrest (the pacemaker stopped working). The patient required CPR (no defibrillation) and intubation. Surgeon performed external pacing and the patient was given medication. The pacemaker came back on and began providing patient a constant steady heart rhythm. Patient was taken to ICU after case was complete. Intubation tube removed from the patient day after the case was performed and patient was discharged on (B)(6) 2013.

Manufacturer narrative:
Product event: (B)(4). Evaluation method, result and conclusion: device not returned for analysis as it was discarded by the hospital. No indication of device malfunction. (B)(4).